Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump intermittently delivered too much insulin during a bolus. Customer's blood glucose ranged from 65-185 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.